Event description:
Event description guidant received information that this left ventricular transvenous lead had exhibited some insulation damage and was repaired during a previous device change out procedure. It was reported that the lead was currently exhibiting an increased threshold measurement and a high, out of range pacing impedance measurement. A lead fracture was suspected. The lead was explanted; however, the tip of the lead was severed and left in the coronary sinus. Another left ventricular transvenous lead was successfully implanted. No adverse patient symptoms were reported.